Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture with subsequent dissection. Device issue: balloon rupture. It was reported that pre-dilation was performed with the 2.0 x 12 mm voyager rx; however, a pinhole rupture was noted at the first inflation at 8 atm and a dissection occurred. The physician was aware of the balloon rupture because the pressure went down automatically. Another company's 2.5 x 12 mm stent was implanted in the target lesion (which was a planned stenting) which resolved the dissection and, the pt's prognosis is good. The procedure was completed after the post dilatation was performed with another company's balloon catheter. The relationship between the balloon rupture and the dissection is uncertain. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole in the balloon over the distal marker. There was a longitudinal scratch proximal to the pinhole for a length of 1mm. Product performance engineering has reviewed case description and analysis of the returned device; damage was noted. It was reported that a pinhole rupture was noted upon the first inflation to 8 atm. In addition, a dissection had occurred. Factors that may contribute to balloon rupture may include, but not limited to, manufacturing, materials, pt's anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The analysis was able to confirm the case description, as a pinhole rupture was observed over the distal marker. In addition, there was a 1 mm longitudinal scratch located near the rupture. The presence of a scratch near the rupture suggests that the balloon material may have been weakened, thus upon the inflation attempt the balloon ruptured. The pt anatomy was moderately calcified and had a 75% stenosis, which could have contributed to the reported rupture. A definite root cause of the balloon damage could not be determined, but appears to be related to the circumstances during the procedure. The case details describe that a dissection had occurred during the procedure. As stated in the case details, the relationship of the balloon rupture to the dissection is unk. Per the instructions for use (IFU), a coronary vessel dissection is listed as a possible adverse effect associated with the use of the rx voyager coronary dilatation catheter. Also, coronary dissection is adequately addressed in the rx voyager risk assessment. The lot history record was reviewed. There are no nonconformances associated with this product part and lot number combination.